Event description:
Oracle ro: (B)(4). It was reported that a primary audible alarm background test occurred. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no external damage noted. A review of the event history log identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive, performed power up process, preventative maintenance and all functional testing which passed.